Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's electrical test failure 50 in logs verified saline intrusion on main board. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
In order to fix the issue, the fse replaced the main board pcb. Also, as a precaution, the fse replaced the dss datasette and the iab datasette . The fse then performed a complete pm with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety checks and was then ready for patient use.